Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 8 devices were received. 2 device investigation types have not yet been determined. 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale, corrected data: h10, 10 previously reported events are included in this follow-up record. Product return status: 10 devices were received.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.